Event description:
A report was received that the patient is experiencing symptoms of cervical swelling, numbness, functional impairment and a dropped arm. The patient was sent to the ER where pain medication was prescribed. The patient was referred to a spine surgeon for further evaluation.

Event description:
A report was received that the patient is experiencing symptoms of cervical swelling, numbness, functional impairment and a dropped arm. The patient was sent to the e.r. Where pain medication was prescribed. The patient was referred to a spine surgeon for further evaluation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient is doing well as his abnormal symptoms have cleared up. The patient is receiving optimal stimulation in all desired pain areas.